Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implantation surgery, after the lens was implanted, the doctor noticed that the optic part of the lens was scratched. Hence the lens was removed and replaced with another lens during the same procedure. There was no patient harm